Manufacturer narrative:
As spacelabs was made aware of this event on (B)(4) 2018 by an anonymously filed medwatch form (mw5074047), there is not enough information to further investigate the event. During the issue of a failed state during use, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance can continue to manually ventilate the patient while power cycling the device which resolves the issue. There is no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
On (B)(6) 2018 spacelabs received a copy of anonymous medwatch report from the (B)(6). The report stated that on (B)(6) 2017 the arkon experienced a failed state during use. The anesthesia provider manually ventilated the patient as the device was rebooted and after rebooting, the anesthesia machine returned to normal operation. No injury was reported as a result of this event.